Event description:
Caller reported alarm 2 followed by alarm 26, indicating multiple occlusion events. Customer's blood glucose level was noted to exceed 500 mg/dl, registering as "high" on the cgm. At the time of the report, the customer did not recall how bg level was addressed. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin therapy. No further assistance was deemed necessary, and the case was closed by cts.